Event description:
It was reported that, during a photoselective vaporization of the prostate, and after 35 minutes of use, the metallic tip fractured. The fiber tip was not cleaned during procedure. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes based on device analysis that reported fiber break was not confirmed. The hene (helium-neon) laser fixture testing did not identified breakage along the fiber's length. Analysis identified that the glass cap was rotating independently of the metal cap and protruding slightly from the metal cap, indicating glue failure. The fiber tip exhibited devitrification. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and is not considered as a failure mode. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. It is likely that heat accumulation at the output window due to tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow contributed to the glue failure observed. Continuously elevated temperature can lead to fiber damage, including glue failures. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a photoselective vaporization of the prostate, and after 35 minutes of use, the metallic tip fractured. The fiber tip was not cleaned during procedure. The procedure was completed using another fiber. There were no patient complications.